Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an f-49 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The f-49 alarm was identified during functional testing. The cause of the condition was determined to be a damaged central processing unit (cpu) board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.